Manufacturer narrative:
No sample is expected to return. Root cause has not been determined. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a cataract with vitrectomy procedure, the system displayed a system message, didn't recognize the cassette, and requested system restart. The patient had received peribulbar local anesthetic and sedative. The case was concluded with the same system after rebooting. There were no injuries to the patient, but there was a 20 minute delay.